Event description:
The peritoneal dialysis (pd) nurse called tech support regarding patient's drain complications and discomfort during treatments. The patient was admitted to a hospital due to pain and excess gas in peritoneum. The pdrn stated that she then requested a replacement cycler. During follow up call, the pdrn stated that the patient was diagnosed with peritonitis due to misuse. The patient was administered antibiotics. The patient's effluent was clear. The patient has discarded all disposable products that were in use during that time. The pdrn stated that the patient is now using the replacement cycler, and had not had any further issues during treatments.

Manufacturer narrative:
The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.